Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer has two unicel dxi 800 access immunoassay systems and was uncertain which instrument produced the erroneous troponin I result. The second unicel dxi 800 access immunoassay system serial number is (B)(4). Both instruments were performing within specifications and were in normal operation. In conclusion, the cause of the event is sample handling due to fibrin interference.

Event description:
At a public user group meeting, the customer reported to a beckman coulter field applications specialist a falsely elevated troponin I (access accutni) result for one patient involving unicel dxi 800 access immunoassay system used in conjunction with the access accutni assay. The falsely elevated result had been obtained from a sample that was not allowed to clot in the allotted thirty (30) minutes clotting time. A retest analysis was performed following a centrifugation of the sample that produced a low result which was interpreted to be clinically appropriate. The customer noted fibrin was in the sample during the initial analysis. The falsely elevated result was released out of the laboratory. As a result, there was a change to patient treatment; additional details were not provided. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The customer stated neither the instrument nor the assay reagent was responsible for the falsely elevated troponin I result and that the event was due to patient sample handling ¿ fibrin interference.